Event description:
Patient reported right 'hardened lump and rupture'. Device remains implanted. Patient later reported 'nodular image' and 'silicone in the lymphnodes' and calcifications confirmed via MRI, us, and mammogram.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right 'hardened lump and rupture'. Device remains implanted. Patient later reported 'nodular image' and 'silicone in the lymphnodes' and calcifications confirmed via MRI, us, and mammogram.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration and lymphadenopathy. Additional, changed, and/or corrected data: g.1., h.6.

Event description:
This record is un-reporting due to device not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, h4.